Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise with pacing inhibition and decreasing impedance measurements. All lead measurements were within normal limits. An x-ray was taken which showed a loop in the rv lead body that appears to be between the shocking coils, and insulation breach was suspected as well. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).